Event description:
In 2009, the patient reported he has to press the up/down button on his insulin infusion device multiple times before they responded. He said sometimes he will press the buttons and hear the beep immediately but sometimes he has to press the button many times before getting a response. He states he has had elevated readings (no values given). He stated he switched to another infusion device and his readings have returned to his normal range. Product was replaced and requested to be returned to evaluation.